Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had been having quite a bit of problems for the last 3 weeks or so. Patient reported the manufacturer representative 'did some more numbers' and it had been working great until the night prior to the report when it would not let them lay down without zapping them pretty hard. They put it on the setting where they could adjust it herself and they put it to 2.4v where they could lay down and go to sleep. The morning of the report the patient put it back up to 6 when they got up and did some charging, but when it was charged the programmer reportedly gave them the message: "programming problem do not use." Patient reported there was a series of 3 or 4 different things, words and numbers, and also an orange box with an exclamation point at the top. They took the batteries out and put them back in and it seemed to be working. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated she has had some issues with her implant. The patient stated it will be set at 4.8v and her foot will start hurting and the patient will check it and the stimulation goes down to 1.2v. The patient stated the intensity changes often on its own. The patient stated it did this in the office as well the other day. The patient then stated she has lost a few pounds since then as well. The patient stated the device works good otherwise. The patient also mentioned when she lays down or reaches for something she gets a jolt. The patient was asked to clarify jolt or stimulation and the patient stated this is a stimulation feeling not a jolt. The patient stated this has also been going on for a the last couple of weeks. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated she was recommended a replacement controller from previous report. Patient stated when she charged the ins, the controller screen went completely white after the ins battery was charged/at the top end. It was noted patient removed the battery to reset device and it worked until the next time that it charged. No further complication and no symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient utilized adaptive stimulation and noted that the changes in intensity decreasing on its own were expected. The battery was reoriented and adaptive stimulation settings were optimized. The representative said that the issue had been resolved for the most part but there was still some patient concern regarding the controller not accurately reflecting what the ins was doing. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.